Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the failure was due to user handling of the equipment, or that the user did not read the instructions manual carefully and did not understand what is a compatible scope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿equipment compatibility: use this equipment in combination with ancillary equipment listed in ¿system chart¿ in the appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction. Olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes ¿. If a nonlisted endoscope is reprocessed using this equipment, be sure to validate in advance that entire part of endoscope including internal channels can be effectively cleaned and high-level disinfected, and it can maintain the function of the endoscope without damage or degradation. Furthermore, verify this reprocess method is appropriate for the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse connected the service maintenance tool to check the tub fluid level sensor, which did not register the "mid level" sensor. Then fse removed and replaced the defective tub level sensor, the top and bottom tub level sensor covers were noted to be cracked, tested the tub fluid level sensor by filling the tub with the service maintenance tool, which tested ok, could not run a complete cycle because biomed had to change the water filters, advised customer to have biomed change the .45 micron filter and they should be able to run a cycle without any errors. The device was repaired and verified according to original equipment manufacturer (OEM) instructions. Software attributes were verified and confirmed, and equipment passed the electrical safety test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, technical assistance center (tac), the endoscope reprocessor exhibited error e05 indicating cleaning fluid level was too high. Upon verifying the connector tubes were being used properly, it was noted, the customer was not using an oer-pro compatible connector tubes. There was no harm or user injury reported due to the event.